Manufacturer narrative:
Per internal review on 24-jul-2025, it was identified that the h7 and h9 actions were mistakenly omitted from the initial report. As a result, the following updates were made: h7 remedial action initiated type: "notification" h9 FDA correction/ removal reporting no.: "3013300026-01/17/2025-001-c. " if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced tia (transient ischemic attack). Upon waking the patient, the medical team observed the patient had left sided weakness and "facial drooping." The stroke code and the neurovascular team were called to counsel. The patient's symptoms were said to have partially resolved within 20 minutes, as the neurovascular team arrived. By the time the patient was moved out of the room, the symptoms had fully resolved. The patient was sent for an MRI (magnetic resonance imaging), which revealed significant occlusion of the carotid artery. It was found that the patient also has a previous history of stroke, as recently as april. The injury was listed as a non-focal tia (transient ischemic attack). It was confirmed by the neurovascular team observation. No medical intervention was provided, however there were discussions on potential neurovascular surgery. The patient was discharged with no symptoms and provided instructions for follow up. The patient also potentially missed a dose eliquis direct-acting anticoagulant prior to the procedure. The physician does not believe this was catheter related.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2025, bwi received additional information regarding the event. This was a persistent atrial fibrillation female patient. Patient had a history of pre-existing carotid stenosis and hypertension. It was reported that the patient experienced 5 minutes of left-sided weakness after the ablation which resolved before the patient even left the room. Dr. Xxx does not deem this event as a neurovascular stroke nor tia (trans ischemic attack). Dr. Xxx and the neurologist diagnosed this event as a carotid spasm that was due to a pre-existing patient condition. A few weeks after the ablation, the patient even had to have a carotid surgery to correct their pre-existing carotid stenosis. Patient was ablated in sinus rhythm. The heart was pre-checked for thrombus with CT (computed tomography) and ice (intracardiac echocardiography) imaging. 30 ml irrigation was used. Pvi (pulmonary vein isolation) and pw (posterior wall) was ablated. Protamine was given post ablation. B7 medical history/preexisting condition field has been updated. H6 health effect - clinical code has been updated as well for "vasoconstriction" and "unspecified nervous system problem". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).